Manufacturer narrative:
The implant site is unknown. The investigation is ongoing. The device has not been returned.

Event description:
During procedure, it was impossible to inflate and release the valve. A leakage of contrast was noted on the x ray image. The devices were removed without withdrawal difficulties. New devices were opened and a new valve was implanted. Upon removal of the delivery system, it was observed that there is a leakage in the balloon and there were difficulties to inflate the balloon. There were no abnormalities noted on the commander delivery system during preparation. There was no report of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected b.2 outcomes attributed to adverse event. De-select b.2 required intervention as there is no intervention required. There were withdrawal difficulties and no report of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: balloon tear at inflation/crimp balloon bond with wings exposed. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. In this case, ''before crimping, the balloon was functional. During procedure, it was impossible to inflate and release the valve.'' As the balloon was unable to inflate, this suggests the crimp balloon tore prior to valve deployment. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear. Evaluation of provided imagery from the field revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing. Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip). Without further information or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests that patient factors (tortuosity) and procedural factors (performing valve alignment in non-straight section of anatomy) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected b.3 date of event. Based on the new information from the field clinical specialist, the correct date of event is june 10, 2022.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.6 device codes. Per the images received, balloon torn was noted. H.6 device code was corrected. The investigation is ongoing.